Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level as it remained within normal range. Technical support instructed the caller on how to press the button correctly, and when the problem persisted, decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup therapy, and instructions were provided on how to put the pump into storage mode before returning it. The customer was also reminded to return the problematic pump within ten days.